Event description:
The customer reported a contained leak from the electrolyte injection cup (eic) when using the unicel dxc 880i synchron access clinical system. The operator wore a lab coat and gloves while operating the instrument. There was no report of operator exposure or injury. There was no report of erroneous test results. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The customer resolved the issue prior to a field service engineer arriving to evaluate the instrument. The customer found a small piece of red rubber sample tube cap obstructing the electrolyte injection cup (p/n a09134) causing overfilling and leaking. Identified failure mode: the failure mode was an obstruction in the electrolyte injection cup (p/n a09134). No erroneous test results were associated with this event. This failure mode can impact any or all chemistries, including critical chemistries. (B)(4).